Event description:
It was reported that during a hyoid suspension procedure while trying to place a bone screw, the delivery system (driver) broke and the tip segment detached. Reportedly, the patient had excessively strong bone and the surgeon could not get the screw to engage in the bone and in applying excessive pressure, he broke the neck on the driver. The surgeon reported that instead of suspending from the mandible as intended, he performed a thyrohyoidopexy with suture. The surgeon noted that he received a small cut on the right hand as a result of the device breaking. There was no report of patient injury as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation. Two photographic images were received and reviewed by the quality engineering team. Although the device was not returned for evaluation the image evaluation suggests this type of fracture/break is indicative of device mishandling; however, since the device was not returned, the root cause could not be confirmed. Results - fracture problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.